Manufacturer narrative:
No additional information is available at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Stem fracture proximal tibia left. Status post osteosarcoma ed (B)(6) 1979, status post wide resection and tumor endoprosthesis (B)(6) 1980 ((B)(6), prof. (B)(6)) status post multiple revisions in axis deviation, fracture of prosthesis, prosthesis infill, prosthesis defect ((B)(6) 2015), fracture of prosthesis.